Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenum and bile duct on (B)(6) 2013. According to the complaint, during the procedure, the physician applied extreme force to try and remove the device from the patient and scope and the distal tip to detached inside the scope. While cleaning the scope the distal tip was found. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of distal tip detached. Visual evaluation of the complaint device found that the distal tip of the device detached. There was two kinks found in the catheter as well. The reported complaint was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.